Event description:
Three pts with displaced tubes developed peritonitis within 48 hours of the procedure. In each the tube had partially slipped out of the stomach so that one or more sideholes were lying in the peritoneal cavity between the anterior gastric wall and the stomach wall. In two cases, this was settled with antibiotics, peritoneal lavage and the insertion of another tube at laparotomy. The third pt died, caused by peritonitis as a result of tube dislodgement, that immediately followed the procedure. This tube displacement occurred in confused pts who pulled on their tubes.